Event description:
The clinician reported that one and a half months after the dental implant was placed, in ada site #31 of the patient's mouth, failure of implant was verified. The implant was not covered with bone. Possible overheating of bone and bone loss were involved in this event. The device was forwarded to the manufacturer for investigation. The patient experienced mobility, inflammation and abscess at time of failure, no further complications were observed.